Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. A cat scan performed six months after the stent graft was implanted noted the proximal margin of the stent graft begins at least 1.5 cm below the level of the renal arteries. This appears to have may be migrated inferiorly since the prior study. The study also noted endoleaks in the mid posterior portion of the aneurysm sac which appears to be a type 2 endoleak related to lumbar arteries but there was also an endoleak in the upper right side of the residual aneurysm sac. The patient was scheduled for reevaluation and treatment, but did not return for follow-up. No additional information was received.